Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 497 mg/dl while using the ilet with a 23" teflon 6 mm inset infusion set, with no delivery alarms reported; upon infusion set removal, the cannula was observed to be bent, and the user was guided to replace the infusion site, perform a fill tubing, and resume insulin therapy. Symptoms included hyperglycemia. Outcomes included continued monitoring with subsequent fingerstick readings trending down from 416 mg/dl to 383 mg/dl, with insulin therapy confirmed as resumed and no hospitalization. Investigation included troubleshooting and user education, including verification of infusion set integrity and site replacement. Investigation of this case revealed a bent teflon cannula at the infusion site, consistent with disrupted insulin delivery and resulting hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.